Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having difficulty recharging. The patient said the controller only charges the implant to 50% and then says finished. The patient said typically he can charge his implant to full in an hour and a half. Last night he had to recharge for 4 hours. The patient said he locked the controller after starting a charging session. The patient was asked if he may have accidently touched something on the screen that would have stopped the charging session and the patient said ¿no.¿ the patient said he tried locking the controller after restarting the charging session and just letting the screen go off. The patient said the screen kept coming up with the 50% w/finished underneath. Troubleshooting could not be performed due to lack of access to product. It was recommended the patient call back when he able to do some troubleshooting. No patient symptoms were reported. No additional complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had to restart the charging process several times to achieve 100%. They stated that the issue seems to be resolved. No further complications were reported or anticipated.